Event description:
The procedure was an exploratory laparoscopy and adhesiolysis. Reportedly, the outer cover of the balloon, on the trocar, ruptured during the procedure. All the pieces were retrieved. No pt injury occurred.